Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was repeatedly failed, unable to recover and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failing and could not be recovered. The technical support specialist (tss) confirmed that the issue was resolved by the biomedical engineer. The system functioned as intended after the issue was resolved by biomedical engineer.